Event description:
An unexpected negative antibody screen was reported for a donor sample run on the abs2000. The abs2000 results conflicted with the history of the donor's serum containing anti-fya. No medical action was taken based on the results.

Manufacturer narrative:
Review of the instrument results files indicate that the sample was negative. The presence of the fya antigen was confirmed on retention lot crrs g138. The customer did not submit a speciment for investigation testing. The nature of the sample as a cause of the event can not be ruled out.